Event description:
After successful insertion, when withdrawing the needle, the nurse found the needle separated from the stylet.

Manufacturer narrative:
One used unit was received on 31 may 2007 and sent for decontamination. Attempts are being made to retrieve additional information regarding this incident. Upon completion of the investigation, a supplemental report will be submitted.